Manufacturer narrative:
As reported through a literature review on a case study of a 850g patient with an atypical short patent ductus arteriosus (pda). During procedure, the piccolo had to be repositioned repeatedly to prevent obstruction to the left pulmonary artery or the aortic isthmus. After procedure, over the next 2 weeks, the patient began developing signs of coarctation of the aorta. A decision was made to implant a stent in the aortic isthmus that resolved the coarctation. The article concluded that echocardiographically guided transcatheter closure of the pda in prematures was repeatedly possible and allowed that the procedure is performed at the bedside at the nicu with an acceptable rate of complications. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "mobile bedside ductus arteriosus closure in severely premature neonates using only echocardiographic guidance", was reviewed. The article presented a case study of a 850g patient with an atypical short patent ductus arteriosus (pda). It was reported that on an unknown date, a 4-2mm amplatzer piccolo occluder was chosen for implant. During procedure, the piccolo had to be repositioned repeatedly to prevent obstruction to the left pulmonary artery or the aortic isthmus. After procedure, over the next 2 weeks, the patient began developing signs of coarctation of the aorta. A decision was made to implant a stent in the aortic isthmus that resolved the coarctation. The article concluded that echocardiographically guided transcatheter closure of the pda in prematures was repeatedly possible and allowed that the procedure is performed at the bedside at the nicu with an acceptable rate of complications. [The primary and corresponding author was stanimir georgiev, congenital heart disease and pediatric cardiology, (B)(6).